Event description:
The customer reported that his olympus endoeye flex deflectable videoscope began displaying an e226 error code during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. During the inspection, the reported e226 error code was present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Upon further review, this report has been confirmed as a duplicate and is being withdrawn. All details relating to this event will be reported out on report with patient identifier (B)(6). No further reports will be provided under patient identifier (B)(6).